Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01219. It was reported that a rotawire distal tip fracture occurred. The 90% stenosed target lesion was located in the heavily calcified, moderately tortuous, 10mm in length left circumflex (lcx) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for an atherectomy procedure. During the procedure the physician noted that the rotalink¿ plus made a strange noise, subsequently it was noted that approximately 6cm of the distal tip of the rotawire¿ had broken off. The broken tip was retrieved by a cardiac surgeon. The patient underwent a CABG procedure to treat the lcx. The patient had no complications during the procedure and remained hemodynamically stable.

Manufacturer narrative:
Device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.: returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The advancer unit and burr unit were received attached together as a single unit; however, the burr catheter housing was received detached. The advancer knob was received tightened in a forward position. The advancer, burr, sheath, coil, and handshakes connections were microscopically and visually examined. The handshake connections were received attached together; however, the burr catheter handshake connection was bent with the coil kinked at the end of the handshake connection. The annulus was damaged, not rounded and flared. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on the console. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01219. It was reported that a rotawire distal tip fracture occurred. The 90% stenosed target lesion was located in the heavily calcified, moderately tortuous, 10 mm in length left circumflex (lcx) artery. A 330 cm rotawire¿ and a 1.50 mm rotalink¿ plus were selected for an atherectomy procedure. During the procedure the physician noted that the rotalink¿ plus made a strange noise, subsequently it was noted that approximately 6 cm of the distal tip of the rotawire¿ had broken off. The broken tip was retrieved by a cardiac surgeon. The patient underwent a CABG procedure to treat the lcx. The patient had no complications during the procedure and remained hemodynamically stable.